Manufacturer narrative:
Unique identifier (UDI) for lot number 7062890v009: (B)(4). Expiration date for lot number 7062890v009: 30-sep-2022. Device manufacturing date for lot number 7062890v009: 10-oct-2019. Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 07-jan-2020, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed on (B)(6) 2020 due to drainage that allegedly got into the v.a.c.® drape. The patient has an outpatient procedure scheduled on (B)(6) 2020 to clean the wound out allegedly due to an infection. On 15-jan-2020, the following information was reported to kci by the patient: the patient underwent the surgical procedure on (B)(6) 2020. The patient stated the activ.a.c.¿ ion progress¿ remote therapy monitoring system was functional correctly but will be on hold for a few days due to the procedure. On 17-jan-2020, the following information was reported to kci by the patient: v.a.c.® therapy was reapplied. Per kci records received on 31-jan-2020: on 15-jan-2020, the physician noted the patient's preoperative diagnosis is right buttock wound with chronic resistant osteomyelitis. The patient's chronic wound had lobular tissue rather than smooth granulation tissue with small area of bone exposed. The wound was previously debrided and patient was treated with IV antibiotics. The wound did not heal and she was taken for further debridement. The lobular areas were excised and the scar tissue covering the bone was removed. A piece of bone was removed and sent for culture. On 19-jan-2020, the results from the culture noted the organism staph aureus mrsa. No additional details. On 31-jan-2020, a device history record review for activ.a.c.¿ dressing lot number 7062890v009 was completed. All end release testing of the product and packaging met specifications.

Event description:
On 25-mar-2021, the a device evaluation was completed by kci quality engineering. On 24-oct-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 22-mar-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.